Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.